Event description:
It was reported that prior to starting a da vinci-assisted surgical procedure, an endoscope instrument was blurry. The procedure was completed with no reported injury.

Manufacturer narrative:
The RMA has been returned and evaluated by the failure analysis team. Failure analysis was able to confirm the reported complaint. The endoscope was received with a missing distal window resulting in fluid invasion and subsequent damage to optical component. Complete window was missing. Fragments of adhesive of the distal window were missing.